Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that their ptm (personal therapy manager) was taking too long to deliver boluses and was worn out so he would like a replacement for the ptm. The patient stated that he has not been getting the dosage he needs to work and that they went from 3 boluses to 6 boluses. The patient stated that the ptm gets hung up on 90% before it will deliver a bolus. The agent reviewed with the patient that the ptm was replaced 5 months ago, and that equipment does not need replacement for "normal wear and tear" after only 5 months. The agent offered to troubleshoot pmt with the patient, but the patient stated he did not have equipment with him while on the call. Troubleshooting was unable to be performed and the patient stated that he would call back wh en he has the ptm. Additional information was received reporting again that it takes a long time to connect to the pump and deliver a bolus. Patient stated it take 5-6 mins and delay on 80% or 90%. Patient mentioned they had a new handset 6-8 months ago and that's when they started having issues with connecting. Agent reviewed info. Patient stated they would wait until they had an appointment because "they fixed it last time".